Event description:
The customer reported that the remote alarm connector on the rear of the ventilator was broken and the remote alarm was sounding intermittently. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician verified the reported problem. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and passed per operating specifications.